Event description:
The customer reported a leak from the lh750 hematology system. The initial report estimated the leak to be 5-10 ml of clenz solution under the blood sampling valve (bsv) and under the lh750 analytical station. The field service engineer was dispatched and observed a leak from the needle probe area. The needle probe assembly and the tubing leading for the aspiration line waste line and needle vent line was replaced. No further leaking was observed. There were no death, injury or change to patient treatment attributed or associated with this event. There was no harm to the operator. However on a recur, the operator may be exposed to biohazardous material.

Manufacturer narrative:
(B)(4).